Manufacturer narrative:
The insulin pump had motor error alarm noted during basic occlusion test and unable to prime during prime test due to faulty force sensor resistor. The motor was tested outside the device and passed. The insulin pump was received with scratched lcd window, cracked reservoir tube, broken reservoir tube lip, and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 154 mg/dl. Troubleshooting was performed. The device was returned for analysis.